Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is inconclusive as the image returned for evaluation appears to not be of the original and alleged sample. One image of a 3 fr single lumen powerpicc sv was returned for evaluation. An initial visual observation of the image showed the junction between the luer hub and the extension leg tubing was circled in red. The image appears to be of a stock product photo, and no photograph of the actual alleged device was returned for evaluation. The reported event could not be confirmed from the returned image; therefore, this complaint is inconclusive. Possible causes of a leak include material fatigue, sharp instrument damage, and tensile failure. A lot history review (lhr) of redv1259 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redv1259) have been reported from the same facility.

Event description:
It was reported the PICC line develop leaking at the junction between the luer hub and the extension leg of the catheter. No other information was provided.